Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that 4 weeks ago the patient was working under his car and said his stimulation jumped up to 6.6 suddenly. The rep reported that they weren't sure what caused it and it hadn't done it since. The rep reported that impedances were checked and checked adaptive stimulation orientation and settings. The rep asked the patient to note the date and time if it happened again. No further complications were reported.